Event description:
Customer reported a sars-cov-2 tma assay that resulted as positive on a panther instrument. The sample was then tested on two other machines and resulted as negative.

Manufacturer narrative:
Technical support (ts) reviewed the logs and noted the runs were valid. Ts checked the residual mag wash and did not see any issue with the mag wash curves. Ts also confirmed the dark count of the luminometer was good. Ts noted the sample (B)(6) which was positive had an rlu value of 585 so it could be a case of borderline detection as the repeat was negative. Ts did not observe any hardware issue and noted the sample may have been impacted by contamination or sample mishandling. Ts relayed review to customer. Customer understood end confirmed they recollected the sample from the patient and tested the sample which reported as negative. Customer did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.